Event description:
It was reported that the "lead was poking a nerve" and the patient was numb from the waist down. The lead was revised. It was noted, the patient was going to have an addition revision surgery.

Manufacturer narrative:
(B)(4).